Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported by the patient's family that the patient would receive therapy and it would cause the patient to fall. Per the family "the doctor told me that her heart was very weak and that the device is keeping her alive. The doctor did offer to turn it off." It was further reported that the patient experienced pain at the defibrillator site, that the patient became weaker, more frail and died. The cause of death has been requested and not received.